Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing burning sensation and pain at the ipg site. Patient reported losing 50lbs. Surgical intervention took place wherein the ipg was explanted, replaced and relocated to address the issue.